Event description:
They saw a doctor in (B)(6) to try to get some help and ended up undergoing an axonics trial. The [(B)(6)] therapy was turned off for the axonics trial. Patient noted that the axonics trial lasted a couple days and they wanted to test if it was going to be better than the (B)(6) device. The axonics trial was not successful and patient did not get a 50% improvement to baseline and in fact they went to the bathroom 11 times that day. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".